Event description:
Incoming information notes ¿right ventricular tip to rvcoil lead impedance warning on (B)(6) 2023¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).